Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "bumps", ¿bruising¿, and ¿granulomas¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported that they experienced ¿bruising around the mouth and eyes for months¿, ¿bumps under the skin¿, and "granulomas" under the eyes after they were injected in the lips, around the mouth, and tear troughs with juvéderm vollure¿ xc. Treatment is noted as ¿medication¿ and hyaluronidase. Events are ongoing at this time.